Event description:
A "quick look" was performed using the life pack 10's paddles. Patient appeared to be in ventricular fibrillaton. Paddle set to 200 joules & charge button pushed. The machine started charging but at approx. 120-150 joules signaled that the battery was dead & stopped charging. The same charging procedure was followed with 4 other batteries with the same result. Another monitor was then placed on the patient. The patient appeared to be in arystole. The patient was pronounced at pouder valley hospital after further resuscitation proved unsucessful. Equipment was evaluated in both sync. Mode & normal mode. During this evaluation the defibrillator portion worked flawlessly. In the sync mode the rate dector failed to pick up every qrs beat. Monitor and batteries will be returned to physio-control for evaluation and repair as necessarydevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.